Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer reported blood glucose levels over 600 mg/dl at the time of the call. The customer stated that she changed the infusion set on the day of the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp for the high pressure test. The customer asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.